Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir missing segment. Customer's blood glucose level was unknown. Customer reports that reservoir was unable to lock in place and did not piece of paper in there to hold the reservoir. Customer was advised to discontinue use of the pump and to revert to backup plan and the pump will need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.